Manufacturer narrative:
Section d4, d10, h4: additional information. Investigation conclusion: the evaluation of (B)(4) confirmed internal driveline wire damage that could have resulted in the low speed/pump stoppage events recorded in the submitted system controller log file. The submitted system controller log file showed that multiple low speed events and a pump stoppage were captured between (B)(6)2019 5:17 am ¿ (B)(6)2019 7:12 am, which were associated with low speed advisory/hazard and low flow hazard alarms as well as elevations in pump power up to 20.9 watts. The abnormal pump operation only occurred while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned severed approximately 2.5 inches from the nipple of the pump housing and the remainder of the driveline was returned in four segments. Electrical continuity testing of the driveline segments revealed no wire discontinuities or shorts. Examination of the external portion of the driveline showed several areas of breakdown of the metal braided shield consistent with over 3 years of use. In addition, an area of notable breakdown of the metal braided shield was observed on the internal portion of the driveline at approximately 5-6 inches from the pump housing. Visual inspection of the underlying wires identified two small breaches in the insulation of the yellow and orange wires in the area of shield breakdown on the internal portion of the driveline at approximately 5.5 inches from the nipple of the pump housing. The exposed inner metal conductors showed evidence of corrosion consistent with an electrical short. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation. The yellow wire represents one of the two redundant wires that comprise phase 1 while the orange wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file data. The system also had the potential to produce a phase-to-phase electrical short, during which an interruption in pump function could result if the exposed conductors of the compromised wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient heard alarms while standing up and urinating. A pump stop and multiple low speed operations which drop below the patients low speed limit was noted. He denied any symptoms such as dizziness, shortness of breath or syncope. He denies bending over during this time. Patient was connected to power module during these alarms. Per technical services' evaluation, the x-rays show some wear and tear of the percutaneous lead. Patient had gained a significant amount of weight since implant. A pump replacement was done (B)(6) 2019. Pump will be returned for evaluation.